Event description:
Caller reported cartridge alarm 20 during the pumping process. Blood glucose level did not exceed 500 mg/dl and was within normal range. Customer successfully loaded a new cartridge with assistance from technical support and reset the pump prior to calling, resolving the issue.